Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The alleged issue began about a month prior to contacting lfs. The patient manages his diabetes with novolog insulin and lantus insulin. The patient denied making changes to his usual dose of medications. About a week after the start of the alleged issue, the patient claimed he felt symptoms of sleepy and had blurry vision which he associated with high blood glucose. The patient denied receiving medical treatment and alleged his symptoms slowly went away on their own. The patient denied testing with another device. The correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.